Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pacing impedance as well as an increase in capture thresholds. It was also mentioned that at bipolar pacing, there was loss of capture. It was decided to surgically abandon and replace this lead due to a suspected lead fracture. The lead is not expected to return. No additional adverse patient effects were reported.